Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the waveguide was found to be broken. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was able to be used normally until the middle of the procedure, but in the latter half of the procedure, when the activation button was pressed, the red indicator illuminated and there was no activation. The green indicator illuminated while the activation button was not pressed. Another battery installed onto the handpiece. They used the same dissector and exchanged the generator, but the situation did not improve, so it was judged that it was dissector issue. They exchanged the battery as well, but the situation didn't improve. There was no patient injury. Medtronic's initial evaluation of the incident found that the device's waveguide tip was disengaged and fractured. The broken piece was returned.